Event description:
(B)(6) 2014, 04:54:51 p. (B)(6), caller-father/(B)(6) calling in for sons pump the best I could make out . On sons name is (B)(6). Caller sts son came home and they checked his bg which was at 2.1. Caller sts after 5-10 minutes at that time his bg was at 6.0 and they entered in carbs of 42 and the pump delivered 3 units with active insulin of 0.57. Caller thinks the pump overdelivered and I was going to do the formula for him but caller got frustrated and stated he no longer wished to speak to me and wanted a super.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.